Event description:
Unomedical reference number (B)(4). Event occurred in finland. The patient reported that on (B)(6) 2022, the infusion set's tubing was torn off the cannula part of the infusion set. According to the investigation performed on the actual picture received from the patient, it was found that the glue in the tubing connector was missing. No further information was available.